Event description:
It was reported that that an electrogram showed right ventricular (rv) lead noise oversensing on high rate non-sustained tachycardia episodes that resulted in pacing inhibition. In addition, there was evidence of t-wave oversensing (twos) post ventricular pace. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.